Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, when the plunger was removed, no suture was verified. A cuff miss was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed as a material separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, based on the returned device analysis a malposition of the device and a material separation of the suture occurred. It is possible that the suture was pulled too fast leading to the separation and there was friable vessel leading to the malposition, or there was a suture snag that led to both the malposition and material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.